Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported a leaking IV set during infusion. The IV fluid dripped on the nurse, but no medical intervention was required. No pt or nurse harm was reported. Although requested, no further pt/event info was provided.